Event description:
It was reported that the foley catheter was removed due to poor drainage. When foley balloon deflated, 10cc liquid was cloudy and moldy. As per follow up received via email on 23jan2023, stated that the patient impact was unknown and there was sample forthcoming.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was removed due to poor drainage. When foley balloon deflated, 10cc liquid was cloudy and moldy. As per follow up received via email on 23jan2023, stated that the patient impact was unknown and there was sample forthcoming.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Based on attached photo, it was observed that there was foreign substance in the syringe. The water seems cloudy and moldy. However, full investigation could not be performed due to only photo provided for evaluation. The exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure could be due to resin stain on catheter shaft or inflation funnel/defect contributed by vendor/improper handling/sediment from urine penetrate into balloon. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.